Manufacturer narrative:
The customer restarted the unit which resolve the issue. No ge repair. No report of patient involvement. Legal manufacturer: (B)(6) block a: no report of patient involvement. Legal manufacturer: (B)(6).

Event description:
The hospital reported a malfunction causing a system required restart resulting in a loss of mechanical ventilation during pre-use checkout. There was no report of patient involvement.